Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: can the lot or batch number of the device be provided? No further information is available. What were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No. Further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The surgeon fired at 2/3 of the gap setting scale. We don't know above or below 2/3 of the scale, but the procedure was following IFU. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? No further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. How many days postoperative did the leak occur? No further information is available. How was the leak identified? No further information is available. Can more information be provided on what was meant by staples, ¿wholly came off¿? The deployed staples were missing. Were staples visible? If so, please describe the shape. After the leakage occurred, it was found that the staples were missing. What was the nutritional condition of the patient that led to the leak? No further information is available. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. No further information is available. What was done during the reoperation? No further information is available. What is the current status of the patient? No further information is available. No further information will be provided.

Event description:
It was reported that after an open total gastrectomy performed on (B)(6) 2019, major leakage was occurred. The device was used for roux-en-y method on the esophagus and the jejunum. It was found that the staples were wholly came off, so that the re-operation was scheduled. The surgeon thought the event was caused by the nutritional condition of the patient.